Event description:
It was reported that a patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing and under sensing. No intervention or procedure was reported. No patient condition was reported.